Event description:
It was reported that the patients ipg incision was leaking. It was noted that the patient had a skin breakdown from the back rubbing against the wheelchair. Additional information was received that the patient underwent a system explant procedure, and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients ipg incision was leaking. It was noted that the patient had a skin breakdown from the back rubbing against the wheelchair.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.